Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30 day medwatch report: user facility medwatch report received that states: during delivery of 2nd mitraclip device, the clip became entangled in the left atrial appendage. Attempted release of the clip resulted in left atrial appendage laceration that required emergency open heart surgery. The vendor is aware of the incident as the rep is here for all cases. What was the original intended procedure? Transcatheter mitral valve repair. Device usage problem: device was hard to use.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the lot history records and of the information provided to abbott vascular. The investigation determined that the difficulty grasping the leaflets was likely a result of the restricted posterior leaflet / patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other incidents associated with the reported lot. The patient effects of death and atrial perforation are listed in the mitraclip system electronic instructions for use as known possible complications associated with mitraclip procedures. Although a cause for the perforation in the left atrial appendage could not be determined, there is no indication of a product quality issue associated with the atrial perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the procedural perforation and patient death. It was reported that the first mitraclip was implanted on the medial leaflet in the patient with functional mitral regurgitation, reducing mr from grade 4 to 2-3. There were no issues with this first clip. A second clip delivery system was inserted to go medial to the first clip, but it was difficult to grasp the leaflets. It grasped the leaflets one time, but the regurgitant jet was between the first and second clip, so it was not deployed. Additional attempts to obtain a better grasp were made, but during the procedure, the left atrial appendage became perforated and the second cds was removed from the anatomy without resistance. Besides the difficulty grasping, there were no device issues with the second cds. Cardiocentesis was performed and the patient was taken to open heart surgery to treat the perforation. After the surgery, there was no improvement in the patient condition. The patient's family decided to remove the patient from life support. The patient expired three days post procedure on (B)(6) 2015. No additional information.